Manufacturer narrative:
Correction information: g6: follow up #1. H2: if follow-up, what type? H6: coding changed based on the investigation (health effect - clinical code, health effect - impact code). Additional information: h4: device manufacture date.

Event description:
Pentax medical was made aware of a complaint on 24-jun-2021 that came from a facility in the u.s. The information provided indicated that "during the procedure the image gets foggy in the center. Cannot see in the center only on the outer edges." Involving pentax medical video colonoscope model eg29-i10c, serial number (B)(4). The customer owned endoscope was received by pentax medical for evaluation on 06-jul-2021. The endoscope was inspected by pentax medical service under service order (B)(4) and the technician documented the following inspection findings on 07-jul-2021: image blurry or foggy, passed dry leak test, passed wet leak test, insertion tube mild dent at stage 1, fluid invasion not observed in control body, fluid invasion not observed in pve connector. The device underwent repairs including the following components: distal end assy w/tubes & cmos assy, bending rubber. This is the first time pentax model eg29-i10c, serial number (B)(4) has been returned for serviced at a pentax facility since the device was put into service on 26-mar-2021. The endoscope was approved by final qc on 19-jul-2021 and was delivered to the customer under delivery order (B)(4).

Manufacturer narrative:
(B)(4). If additional information becomes available, a supplemental report will be filed with the new information.